Event description:
It was reported that there was high impedance following device replacement. Only one combination of contacts on the right side and three combinations of contacts on the left side had normal impedances. The device had been replaced because it had expired. The next day the patient returned to the operating room and the 2x4 adaptor connection was reconnected. Therapy was restored and the patient was very pleased with the outcome.

Manufacturer narrative:
(B)(4)